Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the drive manifold to resolve the issue. And performed functional and safety checks to meet factory specifications. Iabp passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during service the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and there was no adverse event reported.